Manufacturer narrative:
Don stated the chair was in good condition. Manufacturer sent a letter to the facility requesting documentation on whether the resident was belted into the tub chair and whether the caster brakes of the chair were applied. Documents were received on 10/12/10 stating the castors were locked, but the resident was not strapped in or belted. The transfer chair was in good condition. The manufacture's safe operation & daily maintenance instructions state; before using the penner transfer lift system, patients must be assessed by the facility's professional nursing or professional rehabilitation staff to determine which patients are suitable for transfer, which type of transfer to use, and the number of staff members necessary to transfer each patient. Although one person can perform patient transfers, certain patients or situations may require the help of one or more additional staff members. Only personnel who have been thoroughly trained in the operation of the superior transfer lift system should operate this equipment. Operation of this equipment by untrained personnel could result in injury to the operator or patient. A warning in the manufacturers safe operation & daily maintenance instructions state failure to secure the resident properly with the seat belt could result in injury to the resident or operator.

Event description:
Resident was getting his weight taken on both chairs, bath aid was going to turn the chair so, resident could transfer to the shower chair. Resident got startled and jumped up from the tub chair and fell to the floor.